Manufacturer narrative:
The technician investigated and confirmed that when the patient was trying to get into the bed from the wheelchair, he slipped on the floor causing his weight of (B)(6) lbs. To push on the side of the bed, forcing the bed to move even though the brake casters were engaged into brake. The account stated that the patient was not hurt and that he did not have any injury. The technician tested the beds brake casters and he found the brake casters function as designed. The technician stated that the slick floor may have contributed to the patient slipping. The hill-rom representative placed a third call to (B)(6), (B)(6) manager assistant at (B)(6) center to ask if there was any additional information regarding the allegation of a patient fall. I was unable to speak directly to the risk manager and (B)(6) has left messages with the manager to return my call. Three attempts have been made to the account regarding the allegation of a patient fall without obtaining any information. Therefore the clinical investigation will be closed. Investigation indicated that no injury occurred. Based on this information, no further action is required.

Event description:
The account reported that the brakes gave way and the bed slipped from under the patient. The bed was located at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint# (B)(4).